Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had insulin flow blocked alarm and that they had tried all remedies. Customer's blood glucose level was 294 mg/dl at the time of incident. Customer stated the tubing was not bent or kinked. Customer declined to continue troubleshooting. The insulin pump will be returned for analysis.